Manufacturer narrative:
B5: upon follow-up, it was reported that pd therapy and antibiotic treatment were discontinued, the pd catheter was removed and the patient was transferred to hemodialysis (twice a week, unknown date). At the time of this report, the patient remained hospitalized for hemodialysis process; however, the patient has recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The same day as the event onset, the patient was treated with vancomycin injection (1gm, every 72 hrs, ongoing) and amikacin injection (125mg, ongoing) for peritonitis. A day after the event onset, the patient was hospitalized due to the event. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.